Event description:
Event description guidant received information that this implantable transvenous defibrillation lead dislodged approximately two weeks post implant. While attempting to reposition the lead, the physician noted that the shocking coil was stretched due to manipulation of the lead.